Manufacturer narrative:
One device was returned for evaluation and it was confirmed to be frayed and missing the drill tip. Due to the returned condition of the device a dimensional evaluation could not be performed. The fracture of the device has occurred at the distal weld zone of the flexible coil to the distal tip. This location is the high stress zone of the drill. Information was not provided by the complainant as to if the drill was subjected to any type of radial motion during use, or run in the forward position during removal process from the drill guide. Based on the information provided and the condition of the returned device a root cause could not be determined. A review of the nonconformance database has not identified any issues during the manufacture of this device. A complaint history has not identified any additional complaints on file for this lot. (B)(4).

Event description:
During drilling the flexible drill into the bone (3rd anchor), when pulling the drill out of the drill guide, the drill tip snapped and remained in the patient. The guide and remaining drill shaft was removed. The drill tip that was essentially 'stuck' inside the patient had to be removed with the use of a needle holder clamping onto the tip. The surgeon did not proceed to put an anchor in this particular bone hole. There was no harm to the patient.